Manufacturer narrative:
Additional information has been provided in d.9, h3, h.6 and h.10. The company service representative examined the system and replicated the reported event. To resolve the issue, the nonconforming hub roller in the fluidics module was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event is attributed to the nonconforming hub roller in the fluidics module. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a vitreo-retinal surgery the surgical console displayed a system message. The system was rebooted twice however, it did not work. Immediately the patient was transferred to other hospital to complete the procedure.